Event description:
It was reported that the patient's right atrial (ra) lead exhibited an unspecified oversensing. The ra lead was explanted and replaced on 04 mar 2024. The patient was in stable condition.